Event description:
The 72 year old female is status post right breast mastectomy with implant. The pt suffered a ruptured/contracted right breast implant with marked fibrosis, foreign body giant cell reactions, marked lipid granulomata, and two organizing hematomas.